Event description:
It was reported that at follow-up, variable low pacing impedance values were found. Insulation damage was observed via fluoroscopy between the svc coil and the rv coil near tricuspid valve. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.